Event description:
It was reported that the rover had a burn spot on the pc board and melted connector. It is unk if there was pt involvement or adverse consequences. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a field service representative and the complaint was confirmed. The quality investigation is pending and this report will be updated when it is completed.